Event description:
It was reported that the gauge was reading inaccurately. An encore¿ 26 advantage kit was selected for use. During the procedure, first inflation was successfully completed, however at the second attempt the device would not inflate and it was noted that the gauge needle was stuck at 14atm and it rested at 11atm. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).